Event description:
(B)(6), home health nurse reported patient is getting a system time out message and alarm going off on pump. She turned pump on/off and replaced batteries. She cannot bypass the system time out message. Pt already received hydration and nurse pooled medication. Advised nurse she will need to administer via gravity. Nurse confirmed she had necessary supplies. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Yes, via gravity is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, pump being replaced, no interruption to therapy as infusion was completed via gravity. No further information provided.